Manufacturer narrative:
Additional procode = (B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 85" and "defib disabled" messages. Complainant indicated that during subsequent biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.